Manufacturer narrative:
Additional information: the issue occurred during the first inflation. Patient gender provided. Initial reporter name provided. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass grafting operation one resolute integrity coronary drug eluting stent could not be opened. The device was inspected prior to use with no issues. Negative prep/purging was not performed on the device prior to use. Resistance was not noted while advancing the device to the lesion. Excessive force had not been used. It was detailed that inflation difficulties were experienced during expansion and the balloon could not be inflated. An inflation pressure of 9 atm was applied when it was determined that there were inflation difficulties. There were no difficulties encountered when removing the device from the patient. The same inflation device was used successfully with other devices. The patient's blood vessel became damaged during the process of introducing and removing the device from the vessel. There was frictional damage to the blood vessel wall. The procedure time was also increased as a result. The device was removed and replaced with a new device to continue the operation. The new device did not cause or contribute to the vessel damage. The patient is alive with no further injury.